Event description:
It was reported, maxzero, occlusion. The following was provided by the initial reporter: on (B)(6) 2026, tumor area b needed to flush the tubing during the maintenance of PICC for a patient, but the transparent needleless connector was obstructed and could not be flushed; after adjusting the catheter, it still did not flow smoothly; after removing the transparent needleless connector and drawing blood, the blood was drawn and the flushing tube flowed smoothly, and the catheter was closed smoothly after replacing the transparent needleless connector with a new one.

Manufacturer narrative:
A mz1000 china product was not available for investigation of pr (B)(4); however, the customer confirmed that the complaint sample was from lot 24125165. The feedback provided by the customer states that, "the transparent needleless connector was obstructed and could not be flushed". No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24125165 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 china in the past 12 months.